Manufacturer narrative:
(B)(4). The customer reported the lights of the power supply and battery charger do not work. There was no report of patient involvement. The unit was evaluated by a philips and the reported symptom was verified. The power supply was replaced to resolve the reported issue.

Event description:
The customer reported the lights of the power supply and battery charger do not work. There was no report of patient involvement.